Manufacturer narrative:
A lasso catheter (model #: unknown; lot #: unknown) was also used in this procedure. Both navistar thermocool catheter and lasso catheter were discarded.

Event description:
Following a study that was started in 2007 (first ablation), second ablation in 2008, an on-going atrial flutter that developed approx five months later (specific date is unknown) was reported. Change in medication was done in order to prevent minimal transient impairment/damage to a body structure of body function. The event was stated as definitely procedure related. Prognosis for patient was satisfactory.